Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. At a routine 45 day follow-up appointment, transesophageal echocardiogram (tee) revealed a leak on the closure device. The patient will remain on anticoagulation medication until the next follow up examination.